Event description:
Implanted locking screws became loose and pulled out of the plate. X-rays showed screws had backed out slightly. Additional follow-up visit showed further backing out of screws as well as one screw completely backed out. Backed out screws were replaced during revision surgery.